Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler where tubing was exiting during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door. The exact source of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler where tubing was exiting during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door. The exact source of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the pump door and on the top cover, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was a visual indication of particulates around the catch post area and within cassette compartment. An accelerated stress test (ast) was performed on the cycler and failed. During ast test, pumps motor a and pump motor b were grinding. The grinding noise on both pumps motor a and motor b randomly occurred. Replacing the pump assembly was recommended. The cycler underwent and passed a system air leak test and teach pumps test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid in between of the pump assembly and display assembly as well as within the recess of the bottom cover adjacent to the pump. There was visual evidence of a fluid clog in hp1, hp2 and hp3 filter. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler where tubing was exiting during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door. The exact source of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.